Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support recommended to have the device returned for evaluation and repair. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable and transducer fault alarms. The customer performed troubleshooting by crosschecking the main board, turbine interface board, and motor from another ventilator. However, the issue was not resolved. The customer reported there is no patient involvement associated with the event. 6. Tests/lab data, including dates.